Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("small perforation"), pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A22178) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude(close) fallopian tube" in 2012. The patient's medical history included depression, anxiety and caesarean section. In 2012, hysterosalpingogram revealed one side was blocked but that the other was not add it was not in the proper place. Concurrent conditions included obesity, cyst and right lower quadrant pain. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back/abdomen"), abdominal pain ("pain/abdomen") and vulvovaginal pain ("pain/vaginal"). In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced depression ("depression"), anxiety ("anxiety") and diarrhoea ("diarrhea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and amnesia ("memory loss"). The patient was treated with ibuprofen and surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, dysmenorrhoea, amnesia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dyspareunia, fatigue, weight increased, diarrhoea, back pain and vulvovaginal pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, amnesia, anxiety, back pain, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 205 lbs. She appropriately sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: one side was blocked; on an unknown date: bilateral essure devices without occlusion of the left-sided fallopian tube.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude(close) fallopian tube" in 2012 and device ineffective "failure to occlude (close) fallopian tube(s)/one tube was not blocked" in 2012. The patient's past medical history included depression and anxiety. Concurrent conditions included obesity. Concomitant products included citalopram hydrobromide (celexa). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back/abdomen"), abdominal pain ("pain/abdomen") and vulvovaginal pain ("pain/vaginal"). In november 2012, the patient had essure inserted. In 2013, the patient experienced depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and amnesia ("memory loss"). The patient was treated with ibuprofen and surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, amnesia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dyspareunia, fatigue, weight increased, diarrhoea, back pain and vulvovaginal pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, amnesia, anxiety, back pain, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 205 lbs. She appropriately sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. In 2012, hysterosalpingogram revealed one side was blocked but that the other was not add it was not in the proper place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event added: failure to occlude(close) fallopian tube. Event onset dates added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("small perforation"), pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A22178) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude(close) fallopian tube" in 2012 and device ineffective "failure to occlude (close) fallopian tube(s)/one tube was not blocked" in 2012. The patient's medical history included depression, anxiety and caesarean section. Concurrent conditions included obesity, cyst and right lower quadrant pain. Concomitant products included citalopram hydrobromide (celexa). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back/abdomen"), abdominal pain ("pain/abdomen") and vulvovaginal pain ("pain/vaginal"). In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced depression ("depression"), anxiety ("anxiety") and diarrhoea ("diarrhea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and amnesia ("memory loss"). The patient was treated with ibuprofen and surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, genital haemorrhage, dysmenorrhoea, amnesia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dyspareunia, fatigue, weight increased, diarrhoea, back pain and vulvovaginal pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, amnesia, anxiety, back pain, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 205 lbs. She appropriately sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: one side was blocked; on an unknown date: bilateral essure devices without occlusion of the left-sided fallopian tube. In 2012, hysterosalpingogram revealed one side was blocked but that the other was not add it was not in the proper place. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jan-2019: pfs received. Lot number added. Lab data added. Historical condition added. Event small perforation were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)/one tube was not blocked" in 2012. The patient's past medical history included depression and anxiety. Concurrent conditions included morbid obesity. Concomitant products included citalopram hydrobromide (celexa). In 2012, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), amnesia ("memory loss"), back pain ("back/abdomen"), abdominal pain ("pain/abdomen") and vulvovaginal pain ("pain/vaginal"). The patient was treated with ibuprofen and surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, amnesia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dyspareunia, fatigue, weight increased, diarrhoea, back pain and vulvovaginal pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, amnesia, anxiety, back pain, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 205 lbs. She appropriately sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. In 2012, hysterosalpingogram revealed one side was blocked but that the other was not add it was not in the proper place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2018: pfs received. New events added-abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), depression, anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, failure to occlude (close) fallopian tube(s)/one tube was not blocked, fatigue, weight gain and diarrhea. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain,") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles,") and amnesia ("memory loss"). The patient was treated with surgery (patient undervirent a device removal surgery performed). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and amnesia outcome was unknown. The reporter considered amnesia, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.